Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted during testing. The insulin pump had intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's sister reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture then a battery out limit alarm. The customer's blood glucose was 303 mg/dl at the time of incident. The customer's sister stated that they treated the blood glucose with insulin. The customer's sister was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.